Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would power on with a different battery installed; however, the device would not charge the installed battery. Physio replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the reported issue was due to a shorted capacitor, designator c58.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.